Event description:
Post lasik eye problems. Doctor said any long term effects were rare and treatable. This is a lie and I have incurable severe dry eye disease. They don't care about damaging my eyes and I have to believe this is a serious public health issue and they are trying to cover up the reality and issues with lasik.